Manufacturer narrative:
Philips service provided advice to the customer to adjust the power tap; however, the issue remained unresolved if recurrence occurs. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision pc failed to start, requiring manual intervention on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.